Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record review was completed and found the device was previously serviced for the identical issue. During the previous service event the upstream sensor was replaced. The reported condition was unable to be verified. A review of the event history log found no occurrences of the reported system error 348; however, there were several occurrences of system error 345 (thermistor disparity) on the final days of customer use. This was most likely the intended condition to be reported by the customer. The device was found out of specification in relation to the system error 345 alarms which were reproduced while running a loaded set and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 348 (no upstream sensor poll) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.